Event description:
A balloon leak was noted via alarms and blood in tubing. Pumping was discontinued and the iab was removed. The iab was inspected and found to have a hole on the tip. No pt injury or further complications occurred. The pt is reported to be fine.